Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into wall, railing, or counter, and pump screen became unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement in-warranty pump, confirmed shipping address, provided instructions to place pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.